Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that the tsb45 instrument staples opened after the device was fired. The staples did not close properly. There was no consequence to the pt.